Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasions in multiple locations, consistent with that produced by friction with another device. Analysis found normal electrical characteristics. Review of quality records.